Manufacturer narrative:
Device received with intermittent button response due to flattened esc, button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with cracked case at the display window corners, cracked case at the reservoir tube window corners and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump buttons was less responsive and had to press more than once to get respond. Customer¿s blood glucose was unknown at the time of incident. Customer also states that insulin pump had unexplained no delivery alarms and crack insulin pump near reservoir, upper right hand of the screen. The insulin pump will not be returned for analysis.